Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("device breakage (left fallopian tube - grade 2, right side device fracture)"), fallopian tube perforation ("perforation (fallopian tube) (left fallopian tube - grade 2, right side device fracture)") and genital haemorrhage ("excessive bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones (and 04/2011) in 2009, palpitations (svt/palpitations) in 2009, d & c (dilation and curettage) and multigravida. Previously administered products included for to prevent pregnancy: contraceptives from 2001 to 2009. Concurrent conditions included depression since 2005, anxiety since 2005, diverticulitis since july 2016 and hypermenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012 for contraception as well as antibiotics since july 2016, escitalopram oxalate (lexapro) since january 2013, fluoxetine hydrochloride (prozac) from 2007 to 2012 and venlafaxine (effexor) from 2005 to 2007. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), pelvic pain ("pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding"). In december 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash (back of neck) / rashes or skin conditions type: back of neck"). In january 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, fallopian tube perforation, dysmenorrhoea, menstrual disorder, fatigue, vaginal haemorrhage, abdominal pain lower and uterine pain was resolving, the device breakage outcome was unknown and the genital haemorrhage, dermatitis allergic, mood swings and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menstrual disorder, mood swings, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, on (B)(6) 2013, patient had examination under anesthesia, dilation and curettage, hysteroscopy, endometrial thermal balloon procedure, laparoscopy, bilateral salpingectomy with removal of essure implants. Patient tolerated the procedure very well. Pfs- insertion procedure- essure device was deployed into right tubal os. About 9 coils were visible protruding from the os; however, about 4 or 5 of the proximal coils were retained with device and were removed from uterus. Left side- greater than 12 coils were visible protruding from the os and a sponge grasper was introduced and used to remove the device completely from the left os. A second essure coil was deployed as well; however, on removal of the probe, the entire coil appeared to have come with the probe. A third essure coil was attempted to be deployed; however, due to either tubal spasm or because of retention of a small part of the second coil, the third device was unable to be inserted fully into the os and the rest of the procedure was aborted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion to her right fallopian tube on (B)(6) 2013: hysterosalpingogram (hsg), the results of your essure confirmation test: failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), other (please describe) left fallopian tube - grade 2. Impression: bilateral essure devices are noted, as detailed above. Contrast was seen within both fallopian tubes, as detailed above. Small filling defect was noted within the left side of the lower uterine segment, as detailed above. On (B)(6) 2013, diagnosis: a. Fallopian tube. Right, excision: portion of benign fallopian tube. B. Fallopian tube, left. Excision: portion of benign fallopian tube with cluste of histiocytes, likely reactive. C. Uterus, endometrium, curettage: scant fragments of crumbling endometrium with metaplastic changes. Clinical information failed essure. Gross description a. Received in formalin labeled with the verified patient's name and the specimen type as 'right tube, portion of essure is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.7 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. B. Received in formalin labeled with the verified patient's name and the specimen type as 'left tube, portion of essure implant' is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.8 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring 2.6 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. C. Received in formalin labeled with the verified patient's name and the specimen type as 'endometrial curetting¿s are several small fragments of soft friable reddish-pink blood clots measuring in aggregate 0.6 x 0.5 x 0.2 cm. The specimen is entirely submitted in one cassette. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event outcome of dysmenorrhoea, abdominal pain, fallopian tube perforation, menstrual disorder, dermatitis allergic, fatigue and uterine pain was updated as recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("device breakage (left fallopian tube - grade 2, right side device fracture)"), fallopian tube perforation ("perforation (fallopian tube) (left fallopian tube - grade 2, right side device fracture)") and genital haemorrhage ("excessive bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones (and 04/2011) in 2009 and palpitations (svt/palpitations) in 2009. Previously administered products included for to prevent pregnancy: contraceptives from 2001 to 2009. Concurrent conditions included depression since 2005, anxiety since 2005 and diverticulitis since (B)(6) 2016. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012 for contraception as well as antibiotics since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2013, fluoxetine hydrochloride (prozac) from 2007 to 2012 and venlafaxine (effexor) from 2005 to 2007. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), pelvic pain ("pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced rash ("allergic or hypersensitivity reaction type: rash (back of neck) / rashes or skin conditions type: back of neck"). On an unknown date, the patient experienced abdominal pain , device breakage and fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain /dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (bilateral salpingectomy resulted in removal of the essure coils in both fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, device breakage, fallopian tube perforation, dysmenorrhoea, menstrual disorder, fatigue, vaginal haemorrhage, abdominal pain lower and uterine pain outcome was unknown and the genital haemorrhage, rash, mood swings and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menstrual disorder, mood swings, pelvic pain, rash, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion to her right fallopian tube. On (B)(6) 2013: hysterosalpingogram (hsg) the results of your essure confirmation test: failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), other (please describe) left fallopian tube - grade 2. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs received. Reporters were added. Patient details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Allergic or hypersensitivity reaction type: rash (back of neck) / rashes or skin conditions type: back of neck, psychological or psychiatric problems condition: mood swings, device breakage (left fallopian tube - grade 2, right side device fracture), pain, fatigue, abnormal vaginal bleeding, lower abdominal pain, uterine pain and perforation (fallopian tube) (left fallopian tube - grade 2, right side device fracture) were added as events. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("device breakage (left fallopian tube - grade 2, right side device fracture)"), fallopian tube perforation ("perforation (fallopian tube) (left fallopian tube - grade 2, right side device fracture)") and genital haemorrhage ("excessive bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones (and (B)(6) 2011) in 2009, palpitations (svt/palpitations) in 2009, d & c (dilation and curettage) and multigravida. Previously administered products included for to prevent pregnancy: contraceptives from 2001 to 2009. Concurrent conditions included depression since 2005, anxiety since 2005, diverticulitis since (B)(6) 2016 and hypermenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012 for contraception as well as antibiotics since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2013, fluoxetine hydrochloride (prozac) from 2007 to 2012 and venlafaxine (effexor) from 2005 to 2007. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("psychological or psychiatric problems condition: mood swings"), pelvic pain ("pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash (back of neck) / rashes or skin conditions type: back of neck"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("subsequent infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (bilateral salpingectomy resulted in removal of the essure coils in both fallopian tubes), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, fallopian tube perforation, dysmenorrhoea, menstrual disorder, fatigue, vaginal haemorrhage, abdominal pain lower and uterine pain was resolving, the device breakage and infection outcome was unknown and the genital haemorrhage, dermatitis allergic, mood swings and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, infection, menstrual disorder, mood swings, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, on (B)(6) 2013, patient had examination under anesthesia, dilation and curettage, hysteroscopy, endometrial thermal balloon procedure, laparoscopy, bilateral salpingectomy with removal of essure implants. Patient tolerated the procedure very well. Pfs- insertion procedure- essure device was deployed into right tubal os. About 9 coils were visible protruding from the os; however, about 4 or 5 of the proximal coils were retained with device and were removed from uterus. Left side- greater than 12 coils were visible protruding from the os and a sponge grasper was introduced and used to remove the device completely from the left os. A second essure coil was deployed as well; however, on removal of the probe, the entire coil appeared to have come with the probe. A third essure coil was attempted to be deployed; however, due to either tubal spasm or because of retention of a small part of the second coil, the third device was unable to be inserted fully into the os and the rest of the procedure was aborted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion to her right fallopian tube on (B)(6) 2013: hysterosalpingogram (hsg), the results of your essure confirmation test: failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), other (please describe) left fallopian tube - grade 2. Impression: bilateral essure devices are noted, as detailed above. Contrast was seen within both fallopian tubes, as detailed above. Small filling defect was noted within the left side of the lower uterine segment, as detailed above. On (B)(6) 2013, diagnosis: a. Fallopian tube. Right, excision: portion of benign fallopian tube. B. Fallopian tube, left. Excision: portion of benign fallopian tube with cluste of histiocytes, likely reactive. C. Uterus, endometrium, curettage: scant fragments of crumbling endometrium with metaplastic changes. Clinical information failed essure. Gross description a. Received in formalin labeled with the verified patient's name and the specimen type as 'right tube, portion of essure is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.7 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. B. Received in formalin labeled with the verified patient's name and the specimen type as 'left tube, portion of essure implant' is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.8 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring 2.6 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. C. Received in formalin labeled with the verified patient's name and the specimen type as 'endometrial curetting¿s are several small fragments of soft friable reddish-pink blood clots measuring in aggregate 0.6 x 0.5 x 0.2 cm. The specimen is entirely submitted in one cassette. Essure confirmation test(s) conducted:right side device fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added event subsequent infection. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), device breakage ('device breakage (left fallopian tube - grade 2, right side device fracture)'), fallopian tube perforation ('perforation (fallopian tube) (left fallopian tube - grade 2, right side device fracture)') and genital haemorrhage ('excessive bleeding /abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations (svt/palpitations) in 2009, kidney stones (and (B)(6) 2011) in 2009, d & c (dilation and curettage) and multigravida. Previously administered products included for to prevent pregnancy: contraceptives from 2001 to 2009. Concurrent conditions included diverticulitis since july 2016, depression since 2005, anxiety since 2005 and hypermenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012 for contraception as well as antibiotics since july 2016, escitalopram oxalate (lexapro) since january 2013, fluoxetine hydrochloride (prozac) from 2007 to 2012 and venlafaxine hydrochloride (effexor) from 2005 to 2007. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("psychological or psychiatric problems condition: mood swings"), pelvic pain ("pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash (back of neck) / rashes or skin conditions type: back of neck"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and infection ("subsequent infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes) and endometrial ablation). Essure was removed on bilateral. At the time of the report, the abdominal pain, genital haemorrhage, dermatitis allergic, mood swings, pelvic pain, vaginal haemorrhage and uterine pain had resolved, the device breakage and infection outcome was unknown and the fallopian tube perforation, dysmenorrhoea, menstrual disorder, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, infection, menstrual disorder, mood swings, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, on (B)(6) 2013, patient had examination under anesthesia, dilation and curettage, hysteroscopy, endometrial thermal balloon procedure, laparoscopy, bilateral salpingectomy with removal of essure implants. Patient tolerated the procedure very well. Pfs- insertion procedure- essure device was deployed into right tubal os. About 9 coils were visible protruding from the os; however, about 4 or 5 of the proximal coils were retained with device and were removed from uterus. Left side- greater than 12 coils were visible protruding from the os and a sponge grasper was introduced and used to remove the device completely from the left os. A second essure coil was deployed as well; however, on removal of the probe, the entire coil appeared to have come with the probe. A third essure coil was attempted to be deployed; however, due to either tubal spasm or because of retention of a small part of the second coil, the third device was unable to be inserted fully into the os and the rest of the procedure was aborted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion to her right fallopian tube. Diagnostic results: on (B)(6) 2013: hysterosalpingogram (hsg), the results of your essure confirmation test: failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), other (please describe) left fallopian tube - grade 2. Impression: bilateral essure devices are noted, as detailed above. Contrast was seen within both fallopian tubes, as detailed above. Small filling defect was noted within the left side of the lower uterine segment, as detailed above. On (B)(6) 2013, diagnosis: a. Fallopian tube. Right, excision: portion of benign fallopian tube. B. Fallopian tube, left. Excision: portion of benign fallopian tube with cluster of histiocytes, likely reactive. C. Uterus, endometrium, curettage: scant fragments of crumbling endometrium with metaplastic changes. Clinical information failed essure. Gross description: a. Received in formalin labeled with the verified patient's name and the specimen type as 'right tube, portion of essure is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.7 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. B. Received in formalin labeled with the verified patient's name and the specimen type as 'left tube, portion of essure implant' is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.8 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring 2.6 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. C. Received in formalin labeled with the verified patient's name and the specimen type as 'endometrial curetting¿s are several small fragments of soft friable reddish-pink blood clots measuring in aggregate 0.6 x 0.5 x 0.2 cm. The specimen is entirely submitted in one cassette. Essure confirmation test(s) conducted:right side device fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Updated outcome of events abdominal pain, uterine pain, vaginal bleeding from recovering/resolving to recovered/resolved. Updated event onset date. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("device breakage (left fallopian tube - grade 2, right side device fracture)"), fallopian tube perforation ("perforation (fallopian tube) (left fallopian tube - grade 2, right side device fracture)") and genital haemorrhage ("excessive bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones (and (B)(6) 2011) in 2009, palpitations (svt/palpitations) in 2009, d & c (dilation and curettage) and multigravida. Previously administered products included for to prevent pregnancy: contraceptives from 2001 to 2009. Concurrent conditions included depression since 2005, anxiety since 2005, diverticulitis since (B)(6) 2016 and hypermenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012 for contraception as well as antibiotics since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2013, fluoxetine hydrochloride (prozac) from 2007 to 2012 and venlafaxine (effexor) from 2005 to 2007. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), pelvic pain ("pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash (back of neck) / rashes or skin conditions type: back of neck"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (bilateral salpingectomy resulted in removal of the essure coils in both fallopian tubes) and surgery (endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, fallopian tube perforation, dysmenorrhoea, menstrual disorder, fatigue, vaginal haemorrhage, abdominal pain lower and uterine pain was resolving, the device breakage outcome was unknown and the genital haemorrhage, dermatitis allergic, mood swings and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menstrual disorder, mood swings, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, on (B)(6) 2013, patient had examination under anesthesia, dilation and curettage, hysteroscopy, endometrial thermal balloon procedure, laparoscopy, bilateral salpingectomy with removal of essure implants. Patient tolerated the procedure very well. Pfs- insertion procedure- essure device was deployed into right tubal os. About 9 coils were visible protruding from the os; however, about 4 or 5 of the proximal coils were retained with device and were removed from uterus. Left side- greater than 12 coils were visible protruding from the os and a sponge grasper was introduced and used to remove the device completely from the left os. A second essure coil was deployed as well; however, on removal of the probe, the entire coil appeared to have come with the probe. A third essure coil was attempted to be deployed; however, due to either tubal spasm or because of retention of a small part of the second coil, the third device was unable to be inserted fully into the os and the rest of the procedure was aborted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion to her right fallopian tube on (B)(6) 2013: hysterosalpingogram (hsg), the results of your essure confirmation test: failure to occlude (close) fallopian tubes, breakage of essure device, perforation (fallopian tube), other (please describe) left fallopian tube - grade 2. Impression: bilateral essure devices are noted, as detailed above. Contrast was seen within both fallopian tubes, as detailed above. Small filling defect was noted within the left side of the lower uterine segment, as detailed above. On (B)(6) 2013, diagnosis: a. Fallopian tube. Right, excision: portion of benign fallopian tube. B. Fallopian tube, left. Excision: portion of benign fallopian tube with cluste of histiocytes, likely reactive. C. Uterus, endometrium, curettage: scant fragments of crumbling endometrium with metaplastic changes. Clinical information failed essure. Gross description: a. Received in formalin labeled with the verified patient's name and the specimen type as 'right tube, portion of essure is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.7 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring approximately 1.8 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. B. Received in formalin labeled with the verified patient's name and the specimen type as 'left tube, portion of essure implant' is a rubbery pink-tan fallopian tube with recognizable fimbriated end together measuring 7.5 x 0.8 x 0.6 cm. On cross cuts towards the proximal end of the tube a metallic wire is identified measuring 2.6 cm in length x less than 0.1 cm in diameter. Representative sections are submitted in one cassette. C. Received in formalin labeled with the verified patient's name and the specimen type as 'endometrial curetting¿s are several small fragments of soft friable reddish-pink blood clots measuring in aggregate 0.6 x 0.5 x 0.2 cm. The specimen is entirely submitted in one cassette. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (bilateral salpingectomy which resulted in the removal of the essure coils in both fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion to her right fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.